Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due post paced t-wave oversensing. Programming changes were made to address the issue.